Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that the there was no anesthetic agent delivered when the treatment was started. There was no patient harm. Manufacturer's reference #: (B)(4).